Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. Undetermined. It was reported that a couple of weeks post implant of a bard/davol ventralight st hernia patch the patient developed hives in the area of the repair. It is reported that the patient's reaction may be symptomatic of stevens-johnson syndrome. Her physician reports that he believes the symptoms the patient was experiencing were most likely caused by the various prescriptions that she was taking and does not believe the reaction was in anyway related to the mesh that was implanted. Davol has not been provided with any definitive information regarding the cause of the patient's reaction, therefore at this time a root cause for the patient's reaction has not been determined. If additional information is provided this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
(B)(4) davol sales rep has a customer who implanted ventralight st on (B)(6) 2015. Today it was reported the patient has what appears to be hives in the area the mesh was placed. Rep is driving. Can ms and s assist with this? Ms and s response "allergic reaction is listed as a possible adverse event in our IFU. Forwarded to field assurance addendum per feedback received from risk manager: (B)(6), risk manager, followed up with dr. (B)(6), who indicated the patient visited dr. (B)(6) regarding symptoms of hives. The patient thought the mesh might be causing the reaction. Dr. (B)(6) provided the patient with a sample of mesh, given to him by the davol sales rep. The patient left with this sample and was instructed to take it to an allergist if reactivity testing was desired. Dr. (B)(6) commented that the implant procedure had went well and the patient remained in the hospital for four days and did not have any complaints when released. The wound was checked and was fine. The patient visited her primary physician on a later date and then visited the emergency room. The emergency room physician believed the reaction is symptomatic of stevens-johnson syndrome and referred the patient to the trauma center at (B)(6) hospital. Risk manager discussed this with dr. (B)(6), who believes the symptoms the patient was experiencing were most likely caused by the various prescriptions the patient was taking. Dr. (B)(6) did not believe the reaction was in anyway related to the mesh that was implanted.